Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the act and up buttons on the insulin pump was sticking. The light on the device does not work. The device alarm unexplained motor errors. The device also has condensation on the screen. Customer's blood glucose was unknown. Customer declined being transferred for troubleshooting assistance. No further information reported.